Manufacturer narrative:
The investigation has been completed. And the temperature alarm was verified. Additionally, based on the analysis, the battery not holding charge allegation could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent temperature alarms occurred when the pump was not exposed to extreme temperatures. Additionally, it was reported that the pump battery was depleting quickly, and the customer received a power source alert. Customer¿s blood glucose level was 240 mg/dl. The customer continued to use the pump for insulin therapy.